Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a weeping wound under the left side electrode. There was no alleged device malfunction contributing to the wound. The patient¿s hospital staff are treating the wound. Outcome of the wound is unknown.